Event description:
Pt admitted from clinic on (B)(6) 2016 due to a suspected pump thrombus. Ldh 1148 on (B)(6) 2016. Bivalirudin gtt initiated which brought the ldh down to only 910. Ramp echo done on (B)(6) 2016 which revealed the aov opening every beat until vad speed was increased to 11200 rpm (pt's vad speed baseline is 9000 rpm). Cardiac morphology CT performed which was negative for a thrombus in either the inflow or outflow cannula. The decision was made to change the hm ii lvad pump. The pt was taken to the operating room on (B)(6) 2016 for the pump exchange. During the case, the surgeon was able to visualize a clot in the inlet portion of the pump. The pt recovered and was discharged to home on (B)(6) 2016.